Event description:
The following is based on initial info received the pt and subsequent medical records received from the pt's clinic: it was reported that the pt had a leak which was found by the tubing prior on/about (B)(6) 2013. Subsequently, the pt's effluent was cloudy and he developed abdominal pain. He was started on antibiotics that same day (vancomycin 2 grams ip every 5 days). On (B)(6) 2013, pt's pd fluid culture came back positive for peritonitis (gram positive cocci in clusters, (B)(6)). The pt was not hospitalized. The pt though the leak led to the infection. He recalls that the tubing was wet but does not remember the cassette door area or cycler being wet. Following treatment with antibiotics the pt is now symptom free. On (B)(6) 2013 during pd home visit, the nurse taught the pt exit site care for swimming in the ocean. Pd culture was most likely from touch contamination evident by the bacteria that was culture per pdrn's comments.

Manufacturer narrative:
Medical records have been received and reviewed by the post market clinical specialist and assessed the following: a (B)(6) male pt with end stage renal disease received peritoneal dialysis at home and developed onset of peritonitis approx the same day when the pt experienced a leak. A supplemental report will be submitted upon final review of medical records by post market clinical physician and completion of the pt's investigation.